Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log revealed no errors or faults related to the complaint, and no service history was found within the past 12 months. Visual inspection identified delamination of the downstream occlusion (dso) seal, confirming the complainant¿s allegation. The dso seal was replaced, and the probable cause was determined to be insufficient loctite application beneath the seal. Following the repair, the device successfully passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip pump kit had an unattached downstream occlusion seal (dso) during testing. The reported issue may result in improper occlusion detection and may allow fluid ingress, potentially affect the dso sensor and lead to delivery inaccuracy result in serious injury if it occurred during use. There was no patient involvement and no harm/adverse event reported.